Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 400 mg/dl.